Manufacturer narrative:
The report of driveline fault alarm could be confirmed based on the evaluation of the submitted system controller log file. The log file captured two consecutive driveline fault alarms on (B)(6) 2017 at 14:05 after which the driveline was disconnected immediately. The pump appeared to have been functioning normally with normal pump parameters up until these events occurred. Approximately 11 inches of the external portion/distal end of the driveline was replaced on (B)(6) 2017 and returned for evaluation. An electrical continuity testing of the returned portion of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate layers were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The distal end of driveline was submerged in a saline bath for high potential testing to check the resistance of each wire''s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. A specific cause for the driveline fault alarms and a correlation to the returned portion of the driveline could not be determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 6 years. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient was at home and observed a yellow wrench/driveline fault alarm, followed by a red heart alarm. The spouse quickly changed the system controller and the alarms went away. The patient was asymptomatic. A photo provided by the lvaf clinician was reviewed and showed that the driveline was wrapped with rescue tape about 12 inches from the distal end. On (B)(6) 2017, the technical service representative performed a distal end percutaneous lead (driveline) replacement.